Event description:
It was reported that #14 implant placed with bone grafting site on (B)(6) 2021. X-ray verified bone loss (B)(6) 2022 and implant #14 removed with bone grafting site #14 on (B)(6) 2022 surgical/medical intervention required for permanent damage: noadditional appointment required: yes, implant placement site #14.symptoms as a result of the event: abscess and inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Email unknown / not provided. K101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.